Manufacturer narrative:
The investigation is ongoing.

Event description:
During a transcatheter aortic valve replacement (tavr) procedure using a 29mm sapien 3 ultra resilia valve via transfemoral approach, extra sheaths were required because the valve became stuck in the initial sheath and needed to be replaced. Under fluoro, it was observed that a stent tine was out of place and a puncture to the sheath was observed. The system was removed as a single unit, and a separate system was used for valve delivery. No injury to the patient was observed and the patient was discharged. The device will be returned for examination.

Manufacturer narrative:
Correction to h6; type of investigation, investigation findings, investigation conclusion. The event(s) reported is/are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was returned for evaluation. A visual examination found that one strut punctured through the sheath liner and bent outwards at the inflow side. Due to the nature of the complaint, no functional or dimensional testing was performed. Imagery provided showed that the access vessels had the presence of calcification and tortuosity. In this case, the reported event of frame damage was confirmed based on the returned device evaluation. Available information suggests patient factors (calcification, tortuosity) and/or procedural factors (high push force) likely contributed to the event as reported and as observed in the imagery evaluation. Calcification can reduce the vessel lumen diameter and may increase restriction leading to resistance. High push force can lead to the valve struts interacting with the sheath shaft and result in strut damage at the valve inflow side. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. The complaints for difficulty advancing the commander delivery system with s3ur crimped valve through the esheath resulting in a high push force and frame damage have been previously identified in product risk assessment (pra).